Event description:
One pt sample with discrepant sodium results. Same sample used for repeat testing on same analyzer. Initial result gave 116 mmol/l; repeat gave 138 mmol/l. Erroneous result not reported. The field service rep was unable to determine root cause. Mechanical and performance tests were performed which were witin specification.